Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to placement difficulties as the helix did not extended because the blood vessel was narrow and tortuous. The lead also showed high impedance measurements out-of-range caused by a fracture. The lead was replaced and the procedure was completed successfully. This lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to placement difficulties as the helix did not extended because the blood vessel was narrow and tortuous. The lead also showed high impedance measurements out-of-range caused by a fracture. The lead was replaced and the procedure was completed successfully. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis was completed successfully, details were added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing. No sign of setscrew marks noted on the terminal pin. Rs-ptfe bunched/wrinkled and rs- coil offset/deformed several locations along the lead body. Helix mechanism and stylet insertion tests failed, due to ptfe and rs coil damage. Continuity test and hipot test passed, indicating intact conductors and no electrical shorts between conductors. Pressure test passed, indicating the lumen/outer insulation is intact. The lead passed all electrical testing. Laboratory analysis was unable to confirm the reported allegations of impedance out-of-range and conductor fracture, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The helix mechanism and difficult-to-position allegations were confirmed, based on inner insulation (ptfe) damage (bunched/wrinkled) and rs- coils offset/deformed several locations along the lead body.